Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip caught in chordae resulting in tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During an attempt to grasp, the clip became caught on the chordae. When the clip was pulled back, a flail was observed on the valve. The clip was inverted, and repositioned to grasp the leaflets. The clip was deployed. Two additional clips were deployed to repair the flail. Three clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported clip becoming caught in chordae appears to be due to the user technique during grasping attempts. The reported tissue damage appears to be a result of procedural conditions of difficulty removing the clip from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.